Event description:
Complainant alleged that during a routine shift check by a clinician, the paddles caused the device to display "poor pad contact" and did not allow the device to discharge. Complainant indicated that there was no pt involvement in the reported malfunction.